Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited some isolated far field r-wave (ffrw) oversensing. Follow-up was conducted with the patients clinic. The healthcare professional (hcp) at the clinic was able to verify that the patient was seen in-office and reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.